Manufacturer narrative:
It was reported that the react 71 aspiration catheter was used in a stroke case, and the catheter tip fell off. The device was returned as part of this investigation. Analysis found the customer¿s report was confirmed as the returned react catheter distal marker was found partially separated from the catheter. However, the cause for the damage could not be determined. The investigation determined that there was insufficient information to determine the cause of the event. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. No damages or irregularities were found with the react hub. No bends or kinks were found with the react catheter body. The react catheter distal marker was found crushed and partially separated from the catheter exposing the inner wire. The react catheter was flushed, blood and water exited from the distal end during evaluation. The device history review did not identify any anomalies associated with this event. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The react catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the react 71 aspiration catheter was used in a stroke case, and the catheter tip fell off. No additional information is available from the customer.